Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was in a vehicular accident. As a result of the accident, the customer was in a coma for several months. The insulin pump was lost while the customer was in the hospital, so troubleshooting could not be performed. Nothing further was reported.